Event description:
The manufacturer became aware of an allegations of device having grey color particles coming out from the machine and is floating in the water of the humidifier chamber. The doctor suspected that it is the foam while using a rep dreamstation auto CPAP. There is no harm reported at this time. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.